Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of keypad anomaly. The customer's blood glucose level at the time of incident was 100mg/dl. The customer states that all buttons are unresponsive. The customer was advised that the device would have to be replaced, and they would return their device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No ramping numbers noted on the display. Unable to perform any test due to the unresponsive keypad. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.